Event description:
Customer reported to maquet, that the complete light configuration fell down on the floor during surgery. No injuries on patient were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the surgical light was installed with only three of the six required fixing screws. Furthermore the tube on which the surgical light is mounted had been cut and the drill holes used to fix the screws had been redone. Maquet determined that this event might be the result of an installation not performed according to specifications and a product reworked incorrectly in the field prior to the installation that led to the weakness of the fixing screws. The tube and fixing screws have been replaced with new ones and the surgical light is still in use.